Manufacturer narrative:
Date of event is unknown. (B)(6). One device was received for investigation. The customer did not report a specific complaint for this device. The event history log shows, "high alarm displayed: downstream occlusion" message. During the functional testing a defective dso sensor was. The dso sensor will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was an issue with the device. There was unknown patient involvement and unknown patient harm/adverse event reported. The event date is unknown.